Manufacturer narrative:
Medical records with implant stickers received that identified patients left hip was implanted and revised, date of birth and part/lot information. There is no new information that would change the outcome of the investigation. Depuy still considers the investigation closed at this time.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege hip replacement system caused serious damage to patient including bodily injury, pain and suffering, disability, physical impairment, disfigurement, mental anguish, inconvenience, aggravation of a preexisting condition, loss of the capacity for the enjoyment of life, the cost of medical care and expenses and loss of earnings. It is further alleged, these injuries and expenses will continue into the future. Update: (B)(4) 2012 - medical records were obtained. Medical records indicate a revision for pain, metallosis, and elevated chromium levels.